Manufacturer narrative:
There is no indication that the lens was explanted. PMA/510(k) number : unknown as the model was not provided. (B)(4). All pertinent information available to the manufacturer has been submitted.

Event description:
It was reported that a patient was complaining of an arc in the temporal vision after implantation of a multifocal lens. Through follow-up the physician indicated that his only option would be to explant or exchange the lens. No further information was provided.